Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 12/8/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor smooth round moderate plus profile 600cc saline prosthesis, catalog: 3502600, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with mentor smooth round moderate plus profile 600cc saline prostheses experienced a lot of pain post procedure. The patient¿s physician believes it appears to be deflation on the left breast prosthesis. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was not confirmed. At this point it is not possible to determine the root cause of the white material found on the device. The device history record (DHR) for the lot number 7641709 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).